Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient experienced recurring skin irritation and raised inflammation at both the adhesive and infusion site (abdomen) after wearing the pod for approximately 4 to 24 hours. During a routine doctor¿s visit, the skin irritation concern was discussed, and the patient was diagnosed with contact dermatitis. The patient was subsequently prescribed hydrocortisone cream 2.5% to be applied to the affected area following pod removal. The exact date of the physician visit was not provided.